Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a nozzle with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "nozzle had foreign material" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the air/water channel and damage on the biopsy channel. The event can be prevented by following the instructions for use which state: nifu states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.